Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for lumbar kyphoscoliosis correction. It was reported that during a spinal surgery, th9/l1 and l3/sai were secured separately, and each was connected with the connector using the outer rod. After final tightening on the left side, the right side connector screw became stripped during insertion. Subsequent attempts to remove the stripped screw resulted in the t25 obturator being damaged and becoming stuck inside the assembly. Both the affected implant and instrument were explanted and replaced. There was a delay in the procedure of less than 60 minutes. There were no patient symptoms reported. There were no further complications reported regarding the event. Additional information was received from the manufacturer representative that when tightening the set screw on the top-open side of the connector for the final time, it turned freely and could not be screwed in. As a result, an attempt was made to remove the connector, but when trying to remove the set screw on the side-open side, the tip of the obturator broke off and became stuck.

Manufacturer narrative:
H3: product analysis of product:7078396, lot:h6049709 visual and macroscopic inspection confirmed the threads of the break off screw have been damaged. The thread crest and flank damage appear to have initiated at the start of the thread and is consistent around the damaged portion of the thread. This type of damage consistent with the misalignment of the mas and set screw threads during the attachment process. E1: initial reporter is unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.